Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap with povidone-iodine solution fell out. This occurred when the device's over pouch was opened and before use. There was no patient injury or medical intervention associated with this event. No additional information is available.